Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance of 126 ohms. The patient was brought in the clinic and the shock impedance reading was 115 to 117 ohms. Boston scientific technical services (ts) discussed trending window and value over 125 ohms but no episodes in logbook. Additional information indicated that the cause was undetermined and will continue to monitor via patient's remote monitoring system and office interrogations. The system remains in service. No adverse patient effects were reported.